Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015; 1882tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. It was also reported the lv lead thresholds had been rising over time. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.